Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Additional observations were as follows: iol returned adhered to the outside of the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. No root cause identified as the reported complaint " lens was curled up" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant procedure, the lens was curled up. Additional information has been requested.